Event description:
A malfunction alarm, identified as alarm 9, was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact. The customer successfully reloaded the original cartridge onto the pump and resumed insulin following guidance from technical support.